Manufacturer narrative:
The reported failure "head error" occurred during priming. A getinge field service technician was onsite to investigate the device in question. According to the service order (B)(4) dated on (B)(6) 2020 customer stated that during priming of the circuit the system would display a head error. System was removed from service and placed in test laboratory. Service observed the system and troubleshoot the rotaflow console to a defective control board. Service replaced the control board and verified proper operation. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Furthermore, the instructions for use of the rotaflow system, see rotaflow system instruction for use, instructions for use / 4.2 / en / 13, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. Device history review (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The reported failure "head error" occurred during priming and could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that from a customer from the us that a ¿head error¿ occurred on the rotaflow console during priming. The system was removed from service and placed in test laboratory. Service observed the system and troubleshoot the rotaflow console a defective control board was detected. Service replaced the control board and verified proper operation. Complaint ID: (B)(4).